Event description:
On 2/26/08, medwatch uf/importer report was received: "this was a pt with a known history of prostate cancer, undergoing a robotic-assisted laparoscopic radical prostatectomy and left pelvic lymph node dissection when the physicians assistant commented that he smelled garlic. Intra operatively, it was immediately noticed that the monopolar scissors flamed, sparked and smoked at the joint when activated by the surgeon. Instrument was immediately removed from the pt. Per the surgeon there was no harm to the pt in any way. There was no thermal effect from the incident. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No"

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval a follow-up MDR will be submitted.